Event description:
The account stated that the architect i2000sr analyzer generated a false positive toxo igg result of 12.2 iu/ml on a pregnant patient. The result from another lab was negative. The sample was repeated and was negative. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). False positive result. A field service representative (fsr) was dispatched to the account. The fsr ran precision tests and reported that no problems were found. The fsr also checked all pipettors and pumps and indicated that all were acceptable. A review of the customer returned system logs was performed and was not able to identify a cause of the erratic result. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual and the architect toxo igg package insert were reviewed and were found to adequately address the issue of erratic results. The investigation did not identify a product deficiency.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.